Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leakage on the camera unit, the image is blurred and water tightness function is lost due to inadequate water tightness of the rear cover components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited blurry image and water leakage on camera unit. There was no patient involvement.